Event description:
It was reported that the patient presented for six week follow up; the right atrial lead exhibited loss of capture. The fluoroscopy revealed the lead had dislodged. The lead was explanted and replaced. The patient was doing well after the procedure.